Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted bottom of cuvettes for sample probe 2 and reagent probes 3, 4 and 5. The cse proactively ordered a new sample probe 2 mixer. The cse ran precision and correlation studies between this instrument and an alternate dimension vista 1500 instrument, and all resulted within range. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on the first replicate of two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated in duplicate on the same instrument and on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.